Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 43-44 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the cause for the reported issue was unknown, however, customer suspected the amount of carbohydrates consumed was entered incorrectly into the pump. The customer declined to perform a pump system check with tandem technical support. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.